Manufacturer narrative:
Correction: d4. Additional information: d9, h6. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 14 july 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient's mum has called to update on patient's abdominal pain and recent issues with balloon water changes by fk nurses over the last couple of weeks. Mum finally managed to aspirate all of the water that had kept being filled into the balloon when aspirating was unsuccessful and a total of 5ml water was removed from the balloon which has eased patient's abdominal pain slightly. After 0111 assessed patient he had also been started on some antibiotics for suspected infection of stoma site.¿

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 27 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30324675, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was evaluated. The original packaging was not returned with the device. The molded head, tube and balloon appeared to have slight discoloration on the exterior and interior of the device. Prior to decontamination, the sample was photographed to show the appearance how it was received. It appeared that the balloon fabric has something inside. The sample was then decontaminated. During decontamination, when flushing the solution through the balloon inflation port (bip,) there were resistance to the syringe. After decontamination, the flushing the sample attempted once more. This time, 3cc water was flushed through the bip. No resistance was felt. When the syringe flushed through, and liquid retrieved 4 times, there were no obvious blockage / clogged observed in bi-lumen and bip. No excessive material observed around bip assembly after decontamination. It was evident that there was an unknown white-ish material trapped inside the balloon that was blocking the skive of the area at one point. Root cause could not be determined. All information reasonably known as of 08-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.